Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the self-adhesive of the infusion set was wet with insulin. The problem occurred with different packs of 6 mm cannulas, but it is unclear whether the issue occurs with the same lot or with different lot numbers. The customer also had repeatedly elevated blood glucose levels of up to 300 mg/dl.